Event description:
It was reported that catheter fracture occurred. An opticross imaging catheter was selected to visualize the target lesion. During the intravenous ultrasound (ivus), the physician noted that the catheter broke when it was engaged in some calcium and the image was not obtained. No patient complications were reported.